Event description:
Watchman device implantation for chronic afib. Pt on chronic anti-coagulation. On (B)(6) 2019 right common femoral pseudoaneurysm-repaired surgical drain in place for 1 week. Discharged home with opd f/u in stable condition.